Event description:
It was reported that once the programmer is powered on, there is a white screen. Unable to check patients. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). Analysis confirmed the reported event; when the screen was tapped, the software screen appeared as required. The lvds (low voltage differential signal) printed circuit board was found loose. Analysis also found the upper case corroded, hinge plate missing screws, broken tabs on power cord bay door, and the floppy disk drive would not read diskettes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.